Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 400 mg/dl. The customer stated that he began experiencing issues 3 weeks since receiving his insulin pump. He reported that when he bolused, his high blood glucose levels would lower momentarily to 233 mg/dl, but then they would shoot back up immediately after. He contacted his doctor regarding high blood glucose levels, although he did not exhibit any symptoms. Troubleshooting could not be completed due to lack of tubing clamps, which the customer advised he had at home. Advised a complete infusion set, reservoir and insulin change. The customer advised that he would call back later to perform the high pressure test and complete troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.